Event description:
During the first stitch of anastomosis, a needle broke off at the hub of the 3-0 vloc suture and became lodged in the patient's ureteral tissue. A flexible cystoscopy was required to locate and retrieve the needle. The anastomosis was re-started and completed.